Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up. The patient received external defibrillation which led the implantable cardioverter defibrillator to be in backup vvi mode. The device was restored.

Event description:
New information received notes that the patient had an electrical storm and the device delivered more than 50 high voltage shocks. The patient was admitted to ER and received an external defibrillation. The patient was stable post intervention. The patient would stay in the hospital until device replacement. No further information was available.